Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported difficulty passing the suction catheter through the tracheal tube holder. No adverse effects to patient reported.